Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, openings during the analysis. Additional observations: no other observation observed.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth, due to the patient's concern with the product. Device has been explanted.